Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported eye tracker error occurred before surgery while testing. Device was restarted and error was fixed. Patient's corneal flap stage was completed and the same error repeated. Surgery was pause for a short time. The device was restarted and retested. Device worked without a problem after this restart. Surgeon is concerned that there may be a refractive change due to flap bed drying.

Manufacturer narrative:
Eye tracker error might occur for technical reason, user handling and also due to patient condition. (B)(4).